Manufacturer narrative:
Results of the investigation indicated that the phenomenon observed by the user was water condensation and not a leak of the component. It has been determined that this condition does not create a risk to the patient as there is no contamination in the sterile water condensation. It was determined that this was not a malfunction so no root cause is identifiable for corrective action. (B)(4).

Event description:
During set up of the circuit they ran the heater cooler through the circuit to test for leaks (no co2 flush was done) and noticed that condensation from the venous inlet backed into the tubing in the raceway. The circuit was removed and replaced with another and no further condensation was noticed.

Manufacturer narrative:
Date received by manufacturer: 06/11/2016.

Event description:
During set up of the circuit they ran the heater cooler through the circuit to test for leaks (no co2 flush was done) and noticed that condensation from the venous inlet backed into the tubing in the raceway. The circuit was removed and replaced with another and no further condensation was noticed.

Manufacturer narrative:
The device has not been returned to the manufacturer and we're unable to complete an evaluation on the affected product. When its' provided we will send a supplemental report with our additional findings. We continue in our efforts to follow up with the customer for its' return. (B)(4).

Event description:
During set up of the circuit they ran the heater cooler through the circuit to test for leaks (no co2 flush was done) and noticed that condensation from the venous inlet backed into the tubing in the raceway. The circuit was removed and replaced with another and no further condensation was noticed.